Event description:
Doctor implanted a 51-711-50 threadlock transport distractor, 50mm, right in a male in 2006. Approx 10 days ago, the distractor would turn but was not distracting. Activation of the distractor was being done by a nurse. Doctor performed an unplanned surgery and removed the distractor and replaced with a new 51-711-50.

Manufacturer narrative:
Distractor has been returned and the bracket that attaches the plate to the distractor has broken free of the plate. Initial evaluation shows that the plate is bent across the weld of the bracket. The distractor will be sent to the MFR for further evaluation.